Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
The femoral stem extension has disconnected from the lcck femoral component. The pt has not been revised.